Manufacturer narrative:
Serial/lot number and manufacture date could not be obtained as the affected device was not returned for manufacturer evaluation. The customer reported that a patient being monitored on the trusignal fingertip spo2 sensor experienced necrosis to an unspecified finger and ultimately required a fingertip amputation. The customer acknowledged that their staff was not adequately trained in the use of the device which may have contributed to the reported issue. Ge healthcare requested clarification with respect to how long the sensor had been on the finger, pictures of the alleged injury as well as the actual sensor. The customer provided no further clarification on the questions posed and the affected sensor was not returned for engineering evaluation and testing therefore root cause could not be determined. The instructions for use (IFU) recommends changing the sensor site every 4 hours and more frequently if the perfusion is poor. In addition, the IFU recommends routinely checking the measurement site and changing it immediately if there is any evidence of blistering, skin erosion or symptoms of impaired circulation.

Manufacturer narrative:
Patient data is not available due to country privacy laws. A serial number is not available for this device at this time. Initial reporter information was not provided due to country privacy laws. A date of manufacture is not available for this device at this time. Ge healthcare's investigation in on-going at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported that a patient required a fingertip amputation due to the use of a trusignal fingertip sensor.